Event description:
It was reported to ventec that the device unexpectedly powered off by itself during use. The device was reportedly "new, out of the box". Medical personnel intervened and manually ventilated the patient while others troubleshot the device. The reporter advised that the device was powered back on with no further issues. The reporter was unable to provide any further information about the patient or the event. There were no reports of patient harm as a result of the reported issue, however, medical intervention was required to prevent permanent impairment/damage to the patient. Ventec was provided with additional contact(s) to reach out to in order to obtain additional information, however, none of those leads were successful. No further information is available at this time.

Manufacturer narrative:
Ventec has contacted multiple individuals, both at the user facility as well as the distributor who provided the patient's device, in attempts to obtain the device¿s serial number, as well as any patient information and the device's disposition. None of those contacts were able to provide the serial number or any additional patient information, therefore no further details are available at this time. As a result, section d4 (serial# & UDI#) are asku and section h4, device mfg date, shall be left blank. In the event that additional information is received, ventec will provide a supplemental medwatch report. To the best of ventec¿s knowledge the device used during this event has not been returned to ventec for evaluation. The cause of the reported issue could not be determined.